Event description:
A patient reports while charging their omnipod 5 controller the wall outlet had allegedly, "caught on fire". The patient reports the controller had burnt and the charging cable and adapter had been damaged as well. The patients reported blood glucose level at 368 mg/dl. The patient reports having a backup system for insulin delivery while waiting for a replacement controller. It should be noted that global product monitoring (gpm) reviewed this case and is following up with the customer to confirm the thermal event reported. No additional information is available at the time of this report. Gpm reviewed customer case history and the customer called insulet the same day (earlier) to report she lost her controller and inquired about the cost of a replacement.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.